Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 560cc mentor smooth round high profile saline catalog: 3503560 lot: 9363374 sn: (B)(4) and (left) 560cc mentor smooth round high profile saline catalog: 3503560 lot: 9363374 sn: (B)(4). Reason for device explant and/or reoperation: deflation on (B)(6) 2020, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted, measuring approximately 0.8 cm. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: (left) 460cc mentor smooth round high profile saline catalog: 3503460, lot: 6532519, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses, suffered right breast implant deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.